Event description:
The customer reported that his olympus video system center was not providing an image when connected an older model scope. According to the initial reporter, several older model scopes were attempted, all had the same result. The staff was only able to get an image when they used on the newer series scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter noting that this event occurred during procedure preparation. Reportedly, the staff changed to a new endoscope to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and customer follow-up. B5: updated with information received from the customer. The device evaluation found a distorted image with all compatible devices was observed rather than a complete loss of the image function reported. It was found that two terminals bending of the video connector socket were defective. It was noted that during testing, due to the malfunction of image functionality, the white balance couldn¿t be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the investigation results, the investigation confirmed the cause of the distorted image occurred from the broken video connector pin. However, the specific root cause of the broken video connector pin could not be determined at this time olympus will continue to monitor field performance for this device.